Event description:
It was reported that the right atrial (ra) lead on this implantable device system exhibited intermittent oversensing. It was also noted that there were short v-v intervals on the right ventricular (rv) lead channel. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead on this implantable device system exhibited intermittent oversensing. It was also noted that there were short v-v intervals on the right ventricular (rv) lead channel. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.